Manufacturer narrative:
(B)(4). The aaa was 5cm at the time of implant 2013, 6.5cm at one year and currently 7.2cm. Review of a non-contrast cta from 2+ years post-implant confirmed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries within the short neck. The stent graft proximal od was approximately 27mm and the aortic neck diameter at that location was 30mm. The aortic body was angulated 60 degrees (a-p and l-r) to the iliac limbs. The ipsilateral limb was placed down into the right common iliac and the contralateral limb was within the left common iliac. The maximum diameter aaa was 7cm. No other obvious stent graft issues were observed. The cause of the aneurysm expansion could not be determined from the images provided. Pre-implant and earlier post-implant films were not available for review. The non-contract films provided did not allow for any assessment of the stent graft patency or any possible endoleak. It is possible that there has been disease progression (neck dilatation) which has led to a proximal type I endoleak. Images during the recent intervention where an endurant 28 cuff and 2 limbs were implanted, were also not available for review.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of anr abdominal aortic aneurysm. Five months ago, the left common iliac artery was 20mm in diameter and the right common iliac artery was 16mm in diameter. It was reported that on a follow up CT scan, the patient's aneurysm has grown however, there are no apparent endoleaks identified in any follow up cts since implantation. The physician implanted a 28x49 endurant cuff in addition to implanting 16x16x82 and 16x16x124 endurant limbs in the right common iliac artery and a 16x20x156 endurant limb in the left common iliac artery, resolving the event. No additional clinical sequelae were reported and the patient is fine.